Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount would not disengage from the implant (tsvb10)during surgery. Another implant was used in the same surgery. Tooth location 5.

Manufacturer narrative:
A tapered screw-vent implant with (tsvb10) was received. Visual inspection of the returned product identified signs of wear due to usage around the external threads. There were noticeable gouges around the collar, likely sustained during the retrieval process. The platform and the drive feature had minor nicks and wear but no evidence of any significant damage. There was presence of bone residue around the external threads and an unconfirmed foreign/biological material around the platform. The implant was functionally tested with a compatible in-house test mount. The mount was able to engage and disengage into the implant drive feature as normal. The subject mount was disengaged from the implant and not returned for inspection. Therefore, the reported event was unconfirmed. Review of the DHR for tsvb10 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: changed "no" to "yes."s

Event description:
No further event information available at the time of this report.